Manufacturer narrative:
Follow-up submitted with evaluation results initially provided by the customer. Their alleged inspection found that on (B)(6) 2015 a patient was found entrapped between the head-end bed litter deck and the underside components of the bed. It was reported that this patient expired on (B)(6) 2015, but staff members of the hospital and health (B)(6) are not considering the entrapment to be the cause of death. It was also found that this bed did not have the optional obstruction sensor feature, which may have prevented this event from occurring. The unit was later inspected by stryker (B)(6) field service and no defect was found with the unit.

Event description:
It was reported that a patient was found entrapped between the head-end bed platform/litter deck and the underside components of the bed. No additional information has been provided.

Event description:
It was reported that a patient was found entrapped between the head-end bed platform/litter deck and the underside components of the bed. No additional information has been provided.